Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site due ipg had migrated to the belt line. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.